Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation and correction findings, sections g6, h2, b1, b2, h1, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. H10: 2015691-2025-07382. Related manufacturer report numbers have been provided in h11, as the h10 fields are not currently being submitted properly. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for sheath distal tip torn, difficulty advancing through sheath and system components separate during use were confirmed based on evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient (pre-op CT not provided) or procedural factors'such as challenging anatomy or non-coaxial advancement angles' may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is 1 of 2 reports. Investigation is ongoing.

Event description:
As reported by the edwards japanese affiliate, during a transfemoral tavr procedure for the native aortic valve, separation of the sheath tip occurred, leading to balloon inflation difficulty of the delivery system. A delivery system with a 23 mm sapien 3 ultra resilia (s3ur) valve was inserted into a 14 fr esheath+. There was significant resistance when the crimped valve on the delivery system as it was exiting the distal end of the sheath. Although the procedure proceeded without further issues, during valve deployment, the distal balloon did not expand initially and suddenly expanded in a burst-like manner during the latter part of rapid ventricular pacing. After removal of the sheath, the tip was found to be radially torn off and missing. The fluoroscopic images during valve deployment were reviewed, which revealed that the torn fragment of the sheath remained at the distal end of the crimped valve stent (lv side), and the fragment ruptured during the balloon expansion, allowing the balloon to expand. No health injury was reported at this time. Both devices were discarded in the hospital, but cine images will be provided.

Event description:
As reported by the edwards japanese affiliate, during a transfemoral tavr procedure for the native aortic valve, separation of the sheath tip occurred, leading to balloon inflation difficulty of the delivery system. A delivery system with a 23 mm sapien 3 ultra resilia (s3ur) valve was inserted into a 14 fr esheath+. There was significant resistance when the crimped valve on the delivery system as it was exiting the distal end of the sheath. Although the procedure proceeded without further issues, during valve deployment, the distal balloon did not expand initially and suddenly expanded in a burst-like manner during the latter part of rapid ventricular pacing. After removal of the sheath, the tip was found to be radially torn off and missing. The fluoroscopic images during valve deployment were reviewed, which revealed that the torn fragment of the sheath remained at the distal end of the crimped valve stent (lv side), and the fragment ruptured during the balloon expansion, allowing the balloon to expand. No health injury was reported at this time. Both devices were discarded in the hospital, but cine images will be provided. Additional information form the literature was obtained. Per medical opinion, the transcatheter aortic valve implantation (tavi) was performed via the transfemoral access because the iliofemoral arteries were straight and large enough for big sheath insertion. However, given that the sheath compression owing to protruding calcification in the abdominal aorta may be a potential cause of the sheath tip fracture, an alternative access via the subclavian or carotid artery would have been helpful to avoid this event.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5 updated with new information.